Manufacturer narrative:
The root cause cannot be identified. The site investigated this complaint by reviewing the device history records and manufacturing controls. The review of the device history records, batch thermal records, and production controls met the product release criteria. Consumer reports she " felt a burning sensation to the application area". The cause of the consumer stating she " felt a burning sensation to the application area" is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of blisters or other skin irritations. This is an adverse event for a burning sensation to the application area; a risk calculation cannot be determined as there is no reasonable suggestion of a device malfunction.

Event description:
On (B)(6) 2022, a spontaneous report from the united states was received via telephone regarding a female (age not provided) who used a thermacare lower back and hip heat wrap. Medical history and concomitant products were not provided. On (B)(6) 2022, the consumer noted that the boxes of the heat wrap were difficult to open because the glue was so good. She had to completely destroy the box to get to the heat wraps. On (B)(6) 2022, 3 to 4 hours after using the product, she felt a burning sensation to the application area. The heat wrap felt hotter than any other patch she had used. She thought she may have applied it over a thin layer of skin. Subsequently, she moved the patch from her lower back to her upper shoulder area. She felt an intense burning sensation after moving the patch and then it resolved. She felt the patch felt hotter than expected due to her thin skin. She did not think the patch was defective.